Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, an aortic valve replacement (avr) was performed and this 23 mm epic supra valve was implanted. At the 6-month follow up patient's pressure gradient became elevated and effective orifice area (eoa) was noted to be around 0.7 square centimeter. The symptoms of aortic stenosis (as) were confirmed. Furthermore, a leakage was observed from the center of the cusps and mild aortic regurgitation (ar) was diagnosed. The patient's ejection fraction (ef) had dropped from 60% to 30%. The patient was scheduled for admission to the hospital 2 weeks after this 6-month follow-up; however, two days after the follow-up, the patient went into cardiac arrest and presented to the emergency room. The patient did not respond to CPR and died. An autopsy was not performed and the valve remains implanted in the deceased.

Event description:
On (B)(6) 2016, an aortic valve replacement (avr) was performed and this 23 mm epic supra valve was implanted. At the 6-month follow-up on (B)(6) 2017, the patient's pressure gradient was found to be elevated and the effective orifice area (eoa) was noted to be around 0.7 square centimeter. The patient symptoms of aortic stenosis (as) were confirmed. A leakage was observed from the center of the cusps and mild aortic regurgitation (ar) was diagnosed. The patient's ejection fraction (ef) had dropped from (B)(6) to (B)(6). The patient was scheduled for admission to the hospital 2 weeks after this 6-month follow-up; however, two days after the follow-up, the patient went into cardiac arrest and presented to the emergency room. The patient did not respond to CPR and died on (B)(6) 2017. An autopsy was not performed and the valve remains implanted in the deceased.